Event description:
It was reported, the camera head was not working when plugged in. The issue occurred during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results, the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had no image due to shortage from a kinked cable. Based on the results of the investigation, the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was not working when plugged in. The issue occurred during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.